Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that dilute blood was withdrawn from a lumen soon after the extracorporeal circulation circuit was started. Allegedly recirculation occurred. On 09/16/2016-the facility reported the catheter tip was located within the svc, they allege dialysis took longer than expected due to recirculation. The catheter was removed. The facility obtained no laboratory values. The facility concluded the recirculation based only on the appearance of blood withdrawn from a lumen. Allegedly, the blood color was so dilute that the facility concluded the recirculation.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of recirculation through the catheter cannot be replicated due to the nature of the complaint. It was reported that the dialysis treatment took longer than expected due to recirculation. The conclusion of recirculation was based on the appearance of blood withdrawn from the arterial lumen. No lab values were obtained to confirm recirculation. One 24 cm power trialysis t/l catheter was returned for investigation. The catheter exhibited evidence of use. Sutures were tied through the holes in the suture wing and blood residue remained on the device. Tape residue was observed on the trifurcation and extension legs. No damage or defects were observed on the returned device. The holes in the venous and arterial lumens were placed in the correct location. Functional testing revealed that each lumen was patent to infusion. No leaks or internal breaches were noted on the returned device. Since the alleged recirculation cannot be replicated, the complaint is inconclusive. It was unknown if any complications associated with the clinical setting or other equipment used in the dialysis process affected the functional performance of the returned device.